Manufacturer narrative:
(B)(4). Final analysis found the reported lead connection problem was caused by contamination of the a-ring contact spring in the a-connector by aluminum oxide compound. The compound inside the ring slot prevented the spring from expanding, so the lead could not be fully inserted. Also the compound inside the ring slot can block the connection between the lead electrode and the device electrode. (B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited contact problem with the atrial lead. The device was not used and a new device was implanted. There were no adverse consequences to the patient. The patient's condition was stable post procedure.